Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was just sitting down, not doing anything when they received a broken force sensor was detected during seating or regular delivery alarm. The customer stated that the insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The device will be returned for analysis.